Event description:
It was reported that during a routine pulse generator changeout the physician noted noise. A fluoroscopy revealed the lead insulation was breached. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.